Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained results of 562mg/dl and 106mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. No quality controls were used. No info provided to indicate where comparison performed. Advantage test system: meter, strip lot 549224, exp 10/31/07, cat/3000141.